Event description:
The manufacturer received information alleging a ventilator's display turned black during an inspection by the hospital medical examiner. The air kept flowing during the display issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's display turned black during an inspection by the hospital medical examiner. The air kept flowing during the display issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the black screen was confirmed during operational checking. There was no error indicating abnormalities of the device in the error log. It is determined that the issue occurred b y a malfunction of the lcd. The lcd display needs to be replaced. The device will be disposed of without repair after processing leased-up due to early leased-up. A supplemental final report will be filed. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's display turned black during an inspection by the hospital medical examiner. The air kept flowing during the display issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the black screen was confirmed during operational checking. There was no error indicating abnormalities of the device in the error log. It is determined that the issue occurred b y a malfunction of the lcd. The lcd display needs to be replaced. The device will be disposed of without repair after processing leased-up due to early leased-up. A supplemental final report will be filed.